Event description:
Customer reported being unable to test using the adc freestyle freedom lite meter due to unspecified battery no power issue with the meter. Customer experienced dizziness and nausea and had contact with healthcare provider and a reading of over 600 mg/dl was obtained on an unspecified meter. Customer was diagnosed with diabetic ketoacidosis and treated with insulin injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided as the serial number reported by the customer was deemed invalid during extended investigation. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter and no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using the adc freestyle freedom lite meter due to unspecified battery no power issue with the meter. Customer experienced dizziness and nausea and had contact with healthcare provider and a reading of over 600 mg/dl was obtained on an unspecified meter. Customer was diagnosed with diabetic ketoacidosis and treated with insulin injection. There was no report of death or permanent injury associated with this event.